Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep. The patient's abnormal sacral anatomy may also have contributed to the implant malpositioning.

Event description:
The patient has a transitional vertebra and had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had one month of pain relief before complaining of a recurrence of leg pain. The surgeon determined that the most cranial positioned implant was malpositioned and was impinging on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the implant. The patient's pain complaints resolved following the revision procedure.